Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that an unspecified number of syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle comes off and stays inside the cap. This pr captures occurrences on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and other unknown dates. Event description per attached email states: consumer reported the last two batches of insulin syringes he received had about 1/5 syringes where the needle comes off and stays inside the cap. Stated he probably threw away 30-40 syringes between both boxes. Discarded first box, no information available. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle comes off and stays inside the cap. This pr captures occurrences on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and other unknown dates. Event description per attached email states: consumer reported the last two batches of insulin syringes he received had about 1/5 syringes where the needle comes off and stays inside the cap. Stated he probably threw away 30-40 syringes between both boxes. Discarded first box, no information available. "